Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, they noted a detached haptic during a post-operative examination. The iol was seen to be decentered inferiorly. The iol was explanted and replaced. The pt's outcome was excellent.